Manufacturer narrative:
The customer reported they had 2 sets break at the connection, and returned one set of material 42493e, lot 26086603, along with a short unknown tubing with a female luer. Upon initial visual examination, the set was unable to verify the complaint, without additional information. There is just one half-tubing, returned from the second smart site and down. The customer was reached out to for more information, and some feedback was given. This information, combined with the fact the set(s) returned were not consistent with reported material 42493e, left the investigation inconclusive. Despite the inclusive reported and returned evidence, the reported info was still investigated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set had connection issues. The following information was received by the initial reporter with the following: it was reported by customer that they had 2 ea break at the connection.